Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis nurse (pdrn) for a peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) contacted technical support for assistance and during the call the pdrn reported the patient has medical issues (unspecified). Per the pdrn, the patient had issues with peritonitis. Upon follow up, the pdrn stated the patient was hospitalized for peritonitis (signs and symptoms unknown) from (B)(6) 2018 to (B)(6) 2018. The cause of the patient¿s peritonitis was unknown as the patient practices aseptic technique and has not had any reported fluid leaks. The patient¿s culture results were positive for peritonitis, however the date of the culture and the organism were unknown. The patient was reportedly prescribed and treated intravenous (IV) and intraperitoneal (ip) antibiotics; however the drugs, dosages, frequency and durations were not provided. The patient recovered and was discharged from the hospital. The pdrn reported that pd therapy was continued in the hospital but was unsure if any fresenius device(s) or product(s) were utilized during hospitalization. Subsequent attempts at obtaining additional information have thus far been unsuccessful; as such the details surrounding the hospitalization and the discharge disposition remain unknown. A temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set and the event of peritonitis which warranted inpatient hospitalization. The etiology of the peritonitis is unknown; therefore causality cannot be determined. Based on the information available, the liberty select cycler and/or the liberty cycler set can be disassociated from the event as there is no evidence or indication the liberty select cycler and/or liberty cycler set caused or contributed to a serious adverse event. Additionally there is no allegation or evidence of a machine malfunction or of the machine failing to perform as expected in relation to the event. The reported system error occurred on (B)(6) 2018, 5 days after the event of peritonitis occurred. There is no allegation levied against the liberty select cycler and/or liberty cycler set with regard to the event of peritonitis. It was confirmed that the cassette was discarded and not available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.